Event description:
The patient was experiencing shortness of breath and exacerbation due to congestive heart failure. An ambulance was called to transport the patient to the nearest medical center. While in the ambulance, the nurse attempted to acquire a pre-hospital 12-lead electrocardiogram (ECG) using a zoll monitor/defibrillator. The nurse was unable to get a reading. The monitor displayed the message "ECG lead off." The nurse checked the leads, verified that the leads were correctly placed and that there was good contact with the patient's skin. The nurse also verified that the cord was secure and correctly placed into the monitor end. A second attempt to obtain a 4 or 12 lead reading was unsuccessful. The patient was transported to the hospital and there was no negative outcome that resulted from the inability to monitor this particular patient's heart rhythm. The monitor/defibrillator was pulled from service and inspected by the biomedical engineering department at the ambulance service's main hospital. The technician checked all the leads and sizes. The monitor passed tests in the 4 and 12 lead areas, as well as correctly sensed when the leads were off. The technician found no problems with the unit and returned it to service.